Event description:
It was reported that the gastrointestinal videoscope had an unknown error code. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (address 1) - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube has crystallization. A definitive root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, olympus confirmed foreign material (crystallization) came out of the device, but the type of the material or root cause cannot be identified olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.